Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the packets of a bd insyte¿ autoguard¿ bc shielded IV catheter(s) were ¿opening spontaneously¿ and no longer sterile. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: as this complaint was an MDR, DHR review was performed on following lot number 6308948. The product was manufactured on afa line 6 from november 8, 2016 thru november 12, 2016 and packaged on packaging line 11 from november 11, 2016 thru november 14, 2016. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per the review qn (B)(4) and qn (B)(4) were issued for suspect wrinkled seal, but these are not related to this complaint. The defect of wrinkled seal occurs on the long side of the package and has not been linked to open seal complaints. Visual analysis observations and testing: received 15 unused iag 14ga units in partially opened package from the lot number 6308948. Visual/microscopic examination: two packages were opened at both ends of the blister pack. Three packages were opened at the top of the blister pack. Three packages were partially opened at the bottom of the blister pack. The seal was not compromised in seven of the packages. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition, the paper top web of the returned units was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate transfer (adhesive) from the top web to the bottom web. The key variables that affect seal strength are: seal transfer/width and top web adhesive presence. Both of these variables were looked at during the investigation. Test description: method no.: results: visual/microscopic n/a see observations and testing investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements in regard to package seal integrity. Investigation conclusion: relationship of device to the reported incident: indeterminate comment: although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA 48637 was initiated to address the issue of open seal complaints. Tasks associated with the CAPA plan have been completed. Other actions taken (if applicable): product quality is evaluated during the manufacturing and packaging process with prescribed attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action(s) are applied according to the quality control plan.